Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: the customer reported the issue occurred at preparation of use for a therapeutic procedure (bronschoscopy), there was no delay, and the procedure was completed with a similar device. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured (on february 4, 2016). Based on the results of the investigation, the image sensor was damaged, and the continuity abnormality of the scope connector internal board occurred due to the influence of moisture and moisture that entered the inside of the device from the leak point, and the event occurred. It is considered that this has occurred. The event can be detected/prevented by following the instructions for use which state: operation manual: important information : please read before use: warnings and cautions: disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. Reprocessing manual: 1.4 warnings and cautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the issue occurred at preparation of use for a therapeutic procedure (bronschoscopy), there was no delay, and the procedure was completed with a similar device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; after the aeration process, the b30 error was gone, but there was an intermittent distortion found. A channel leak was found during the scope leak test, and the bending section cover was dry after aeration with a cut on the charged-coupled device shrink tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred because of damage of the image sensor or conduction failure of circuit board inside scope connector occurred due to moisture/water invaded the subject device from leaked location. The instructions for use states the following which can detect/prevent the event: "operation manual: important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. Reprocessing manual: 1.4 warnings and cautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope displayed a b30 scope communication error. The issue occurred at preparation of use for a therapeutic procedure (bronschoscopy), there was no delay, and the procedure was completed with a similar device. There was no patient harm associated with this event.